Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that when attempting to turn on the device, it would not turn on. Tried a battery to make sure there is no shortcut, but still getting the same issue. It was also noted that the customer felt heat coming from the board. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.